Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump and meter losing connection and the insulin pump beeped when it was on vibrate mode. Customer states buttons were neither pressed nor accidentally pressed. Customer reports the notification light was not blinking. The device will not be returned for analysis.